Manufacturer narrative:
The technician found the foot hi/low cylinder was leaking hydraulic fluid. The technician replaced the cylinder to repair the stretcher.

Event description:
Information received indicates the foot hi/low function is drifting.